Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to the aorta for the 60 year old female patient who had been admitted in for a coronary artery bypass graft surgery and valve, who then suffered post cardiotomy cardiogenic shock and low cardiac output syndrome. She presented in scai stage d shock. The underlying medical history was not shared. While on the support the team added extra-corporeal membrane oxygenation (ECMO) and the 5.5 pump will vent the ventricle for the primary support ECMO. After 10 days of support the team returned to the operating suite to explant the pump. The graft was full of thrombus per the physician. At the time of explant the pump became stuck in the graft and they saw the catheter looked kinked/accordioned. The team still proceeded with the explant and the catheter detached. The chest was reopened to confirm explant of all pieces of the pump/catheter shaft were removed, inclusive of graft with wire inside. They did conclude no foreign body parts were retained in the patient via imaging. The patient survived the event without any noted vascular harm. While on the 5.5 pump support the device functioned as intended at p-5 at 3.5l/min with d5w sodium bicarbonate in the purge solution.

Manufacturer narrative:
Impella will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.